Manufacturer narrative:
The actual device was not returned to the manufacturing facility for evaluation. Therefore, the failure investigation was limited to evaluation of the user facility information and retention samples from the reported part/lot # combination as well as the surrounding lots. There were no visual anomalies which would lead to the reported leak noted during the visual evaluation. In addition, functional testing confirmed the products met manufacturing specification. A review of the device history record of the product code/lot# combination confirmed there were no production related problems. The user facility reported similar events for other devices with the same product/lot no. Combination, see MDR 1118880-2016-00010 and 1118880-2016-00013. The potential for such an event is addressed in the product labeling with statements such as the following: "insert the dilator into the valve center of sheath. Forced dilator insertion missing the valve center may cause valve damage, resulting in blood leakage." All available information has been placed on file in quality assurance at the manufacturing facility for appropriate tracking, trending and follow-up. Actual device not returned.

Event description:
The user facility reported valve leakage on the involved device. Follow up communication with the user facility confirmed the following information: the sheath was used for a diagnostic procedure with a 5fr diagnostic catheter; the sheath was leaking from the valve; blood loss was less than 250ml; the procedure was completed with a different sheath; and there was no patient injury.